Event description:
Draeger medical systems, inc. Has received info from a customer who has reported that two of our infinity docking stations (ids) units were found to have separated (top cover from the base component). No pt injury was reported. Note: this is the same report as 1220063-2008-00003 (copy attached) except for the second device with that customer reported in the same complaint.

Manufacturer narrative:
Our eval confirmed that the top cover of the devices actually separated from the base as reported. We also found tht one of the units was modified (top cover glued to base) by the customer. This is a known supplier issue and we have implemented supplier corrective action and initiated a field correction. The device identified in this incident falls in the range of the potentially defective devices of the field correction.